Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed patient disconnect continuously. The device was reported to be in use at the time of the reported problem. The customer reported that there was no adverse outcome.the customer requested onsite service. A field service engineer (fse) went to the customer site and pulled the event log and found no errors. The fse then performed a performance verification test (pvt) on the device and found that when doing the high pressure leak test there was a reading on the 02 inlet without oxygen being hooked up. Once the oxygen was connect, the pressure reading did not change from the previous reading without oxygen being hooked up. The fse removed the data acquisition (da) pcba and the trapped o2 released. The fse then connected the o2 back, and the reading went up but did not change once the o2 was once again removed from the unit. The o2 stayed trapped in the air flow assembly. The unit also had a disconnect alarm. The fse determined that a replacement gas delivery system (gds) would be needed to resolve the issue. The fse returned to the customer site with a replacement gds and replaced it. The fse ran a pvt and the unit passed all tests and was returned to clinical use. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The replaced gas delivery system (gds) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The returned and suspect gds was connected to the pil test setup and was operated for approximately 15 minutes without any issue. The pil did not observe any alarm or error during operation. The pil tech performed a high-pressure leak test and verified that there was a passing result. The pil tech concluded that the gds functioned as designed and no fault was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.